Event description:
The reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -5.5/1.0/067 (sphere/cylinder/axis) was implanted into the patients right eye (od) as an exchange lens to correct refractive surprise on (B)(6) 2022. The problem was not resolved due to undesirable refractive outcome. On (B)(6) 2022 the lens was removed and a clear lensectomy with multifocal iol implantation was performed. See MFR # 2023826-2022-01908 for initial lens.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens returned in a specimen cup with moisture. Visual inspection found optic torn. Dimensional verification could not be performed due to haptic damage; however functional inspection performed found the lens to be within specifications. Claim#: (B)(4).